Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was submerged in water. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.